Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry rotor was misaligned. The manufacturer representative (rep) was on site testing the system and they tilted the gantry to 30-40° and began rotating the tube/detector upon which they heard a clunk noise. At this point the pendant displayed ¿gantry open¿ when it was definitely not open. The rep was not able to rotate the tube and detector anymore and was also not able to open or ¿close¿ the gantry to make the ¿gantry open¿ message disappear. They manually re-align the tube and detector with the ratchet and then manually crack open the gantry. The tube detector was not aligned and the eye hole was showing orange plastic. The rep rotated the tube detector to align to the opening, inserted the locking pin and once the gantry was cracked open a bit, they were able to use the gantry open button to continue opening the gantry. The system works without large gantry tilt. No patient was present at the time of the event.

Manufacturer narrative:
A1-a5; no patient information provided as no patient was involved in this concern. H3; the manufacturer representative went to the site to test the imaging system. They verified the detector alignment. The alignment was correct. There was no adjustments required. They inspected the drive belt assembly and found a piece of plastic, possibly from a drape caught. They removed the plastic and tested the system. Verified all door switches were functioning as expected. Tested system tilted at 43 degrees both left and right and no issues. Repeated 5 times and no issues. System performs as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.